Manufacturer narrative:
Spacelabs was notified about the event on june 22. Due to this delay, the retrospective patient data and alarm history were no longer available to investigate. Onsite testing by a spacelabs field service engineer for the involved bedside monitor and two central monitors confirm that all devices perform to specification. Without additional information from the historical database (such as noise status, alarm status, lead status, etc.), we cannot make a conclusive determination as to alarm notification. If alarm notifications were initiated, we know of no reason that audible and visual alarm indicators would not have been present. This report is considered complete and the matter closed.

Event description:
Spacelabs received a report that on (B)(6) 2017 no alarm at the central station occurred for an episode of torsades rhythm (ventricular tachycardia). No injury was reported as a result of this event.